Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine examination this right ventricular (rv) lead had an increase in shock impedances from 115 ohms at implant to >125 ohms. All other lead measurements are stable and within normal limits. There was no evidence of oversensed noise. The patient is not dependent. No intervention is planned and the patient will be monitored. No adverse patient effects were reported.